Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted, because the lot number was not provided. In the absence of device returned for analysis a conclusive cause for the reported failure to achieve hemostasis and back wall stitch could not be determined. The reported patient effects of occlusion and pain are known inherent risks of the procedure. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The additional proglide device referenced is being filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using two proglide devices with a 6f sheath after a left subclavian stenting interventional procedure. Reportedly, no suture was present when the plunger of the first proglide device was removed. A second proglide device was deployed and knot advancement was performed; however, hemostasis was not achieved. Manual arterial compression was applied to achieve hemostasis. Patient was sent to recovery room; however, began to experience excruciating pain, no pulse was noted on the leg. An ultrasound was performed and revealed the suture had stitched the back wall of the artery. The patient was sent to the operating room, general anesthesia was administered and a cut down was performed to establish blood flow. Surgical suturing was performed to achieve hemostasis. Patient is doing well. There was no reported clinically significant delay in the procedure or therapy; however there was a delay in discharge. No additional information was provided.